Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the end of a transurethral resection of the bladder tumor in saline (turis-bt) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient's bladder upon withdrawal of the resectoscope. However, no fragment remained inside the patient since the ceramic insulation was reportedly retrieved with a grasping forceps. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-04-25). The investigation confirmed that the ceramic insulation at the distal end of the resection sheath had broken off. However, no part was missing since the complete fragment was returned as well. Furthermore, there is a lateral crack through the ceramic insulation, its inner surface has melted and there are several dents. The cause of this damage and the breakage of the ceramic insulation is most likely thermal overload (laser irradiation). Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.